Event description:
Baxter (B)(4) received a report that an infusor leaked at the connection of the distal end luer lock and the blue winged luer cap during filling. The hospital was unsure if the cap was fastened. The device was being filled with a solution of fluorouracil and saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 110 ml of fluid in the reservoir. The reported condition of a leak was not confirmed. A leak test was performed by filling the infusor with red-colored water. After fill, the blue winged luer cap was securely fastened on the luer. After a 24-hour period of monitoring, no signs of leakage were noted at the connection of the luer and the blue winged luer cap, or on any part of the infusor device. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.